Event description:
It was reported that the right atrial (ra) lead had a suspected fracture, no capture, impedance elevated from approximately 500 ohms to 2900 ohms and oversensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed and the distal conductor was fractured (in-vivo) from being flexed. It was also noted that the distal end low voltage electrode was covered in blood, the distal conductor was distorted from over-rotation, and the proximal conductor had blood (not obstructed). Also, the outer insulation had a cosmetic depression, was breached/cut, and had cosmetic environmental stress cracking. The inner insulation was distorted from being kinked/buckled. Concomitant product: 4195 implantable pacing lead 2009 (B)(6), 6947 implantable defibrillation lead 2009 (B)(6). (B)(4).